Event description:
Patient received rf burn from skin to skin contact between breast and chest during abdominal MRI study.

Manufacturer narrative:
The burn was allegedly caused by a skin to skin loop from the breast touching the chest. The patient was wearing a hospital gown and there was pad between coil and patient's chest.. The cable was routed straight with no loops and patient was not touching the coil or the bore wall. Allegedly the burn is slightly smaller than a quarter, between first and second degree per the reviewing physician. Coils were checked and there was no apparent defect and no damage was noted. A quality assurance check was conducted for the coils (i.e., signal to noise and all coil set up checks) and they passed.